Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an error 2 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned to lifescan. The test strips involved with is complaint have been evaluated by lifescan product analysis on may 9, 2011 with the following findings. The test strips passed all testing with no faults found. However, a secondary issue was noted, when the test strips were tested with the control solution, it was found to have failed for control solution high. The meter was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510 (k) # is k093745.